Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed troubleshooting alert 113 (reduced water temperature (wt) control) in an arctic sun device. They were unable to get the water cold. Transferred for further troubleshooting.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak mixing pump. The device was evaluated upon receipt. The cooling issue was confirmed during evaluation due to a slow pumping mixing pump. The mixing pump was serviced during the pm. The device underwent pm servicing while in for repair. The circulation pump was serviced and the heater was replaced. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed troubleshooting alert 113 (reduced water temperature (wt) control) in an arctic sun device. They were unable to get the water cold. Transferred for further troubleshooting.